Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) machine runs on battery only. There was no patient involvement .

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) machine runs on battery only. There was no patient involvement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) machine runs only on the batteries. There was no patient involvement and no patient harm reported. A getinge field service engineer fse inspected the machine and cleaned all the connectors of battery and power supply assembly and refitted. Tested found ok. Now machine runs on both mains and battery.